Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated the aligners created an underbite with their teeth which has resulted in chipped front teeth and jaw pain when eating.